Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2352-70, serial/lot: (B)(4), description: linear 3-4 lead 70 cm.

Event description:
A report was received that one of the leads had eroded through the patients skin. The patient will undergo either a full explant, partial explant or revision of the affected lead.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The lead that had eroded was cut and removed over the cervical spine and discarded. The ipg site was not touched. A review of the manufacturing documentation for the lead sc-2352-70 (serial number: (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Additional suspect medical device component involved in the event: a review of the manufacturing documentation for the lead sc-2352-70 (serial number: (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that one of the leads had eroded through the patients skin. The patient will undergo either a full explant, partial explant or revision of the affected lead.